Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the surgeon went in and flipped the battery around the year prior to the report sometime because it was sticking out a lot and would get stuck on the arm chair. The patient did not know if it was because of the fat rolls she had, but they repositioned it upwards. The circumstance that led to the battery sticking out was that it was not a good location. They changed the location of the battery. The surgeon flipped the stimulator battery up because where they put the battery there was a fat roll there and the patient lost 30 pounds. Relevant medical history included chronic low back pain and spinal pain.